Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced hyperglycemia event on (B)(6) 2025. The blood glucose level was high at the time of the event and got treated with insulin.the blood glucose level was high for 3-4 hours. No further information available.